Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced the needle separating from the holder luer/ adapter/ hub. The following information was provided by the initial reporter. The customer stated: we had an incident. The needle on the end that you attach the tube to came unattached from the needle while the phlebotomist was changing the tube.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to separation (loose) as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced the needle separating from the holder luer/ adapter/ hub. The following information was provided by the initial reporter. The customer stated: we had an incident. The needle on the end that you attach the tube to came unattached from the needle while the phlebotomist was changing the tube.